Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was in the hospital for non-device related reasons and the patient went into cardiac arrest. Cardiopulmonary resuscitation was administered for approximately 2 minutes, then stopped, and the patient recovered on their own. It was questioned if chest compressions could cause artifact on the right ventricular (rv) lead channel. It was noted that there were no allegations against the device and all lead diagnostics were normal. Boston scientific technical services (ts) reviewed the electrogram (egm) strip and noted it showed intermittent atrial activity with intermittent bi-ventricular pacing, possible intermittent fine ventricular fibrillation (vf), and possible artifact from chest compressions. Ts also reviewed the real time telemetry egms and noted it showed the patient's intrinsic rhythm and advised that the underlying rhythm compared to the previous egm appeared that the previous rhythm suggested the patient's rhythm could possibly be a slow ventricular tachycardia (vt). The physician gave the assessment of a pulmonary arrest which deteriorated to a pulseless electrical activity (pea). It was also questioned why in the episodes the device was not atrial pacing, and what was the bradycardia mode when goes into a vt episode. Ts stated that in the episode that was sent in, that the ventricular events were coming in before the v-a time expired, which was why there was no atrial pacing. Ts stated that in this nonsustained episode, 8/10 was never met. It was noted that the physician still believed this to be pea and not a device issue, but pocket manipulations were done and did not elicit any noise. No additional adverse patient effects were reported.